Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station half height cubie drawer 4.2 in auxiliary did not show all the loaded pockets and 3 pockets that were physically present in the station were not presented in the application. A field service engineer powered the station down and removed all the pockets. Subsequently, the engineer cleared any debris from cubie trays and reconnected the row card cable to each tray before reinserting all the pockets in the drawer. In the back of the station, the engineer reseated the row card cable and the retractor band on the drawer controller, as well as reseated the retractor band on the module controller. After powering the station back on, all the pockets were successfully recognized, effectively resolving the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system failed to recognize the cubies located in drawer main 4.2, specifically in pockets c3-c6, which hindered users from accessing medication for a patient. The customer stated that the cubie was physically in the machine, but the machine recognized the space as empty. Notably, this cubie contained a controlled substance. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.